Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection found an insecure backflex connector. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification. The customer reported issue of no sound from the speaker was reproduced during evaluation. The cause was determined to be an insecure backflex connector into the I/o processor printed circuit board; once secured, the pump's audio was restored and worked as intended. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced no sound from the speaker. There was no patient involvement. No additional information is available.